Manufacturer narrative:
The manufacturer received new and relevant information on 03/12/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found pil was able to confirm the device powers on, but reboots when initiating therapy. During review of the error logs, it was determined the device was likely reset prior to pil receipt due to having 0 blower and therapy hours, and 2285.1 machine hours. There was a total of 23 errors logged. Pil observed an unknown contaminant on the external portion of the bottom enclosure. A dust-like contaminant with what appeared to be dried liquid spots with potential mineral deposits was observed on the water tank lid, water tank seal, and water tank. Hair-like particles were observed on the water tank. Hair-like particles were observed on the heater plate spring and bottom enclosure. Section g3 and h6 have been updated in this follow up report.

Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states the device is showing a service required message and quit working. During the call, the device was plugged back in and began smoking. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.